Manufacturer narrative:
The reported event of inappropriate or unexpected reset was not confirmed by analysis. Final analysis did not find any anomalies.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) went into backup vvi mode. The ICD was explanted and successfully replaced. The patient's status was unknown.